Manufacturer narrative:
The three autopulse nimh batteries involved in this event were returned to zoll circulation on (B)(4) 2012 and analyzed. Eval of the returned batteries passed the power testing. In addition, they appeared to have been test cycled on a monthly basis. The probable cause for the customer reported failure might be due to improper battery maintenance. For instance the batteries were not fully charged prior to usage, and/or daily swaps and checks were not consistently performed. Batteries were scrapped.

Event description:
It was reported that despite proper battery management, three autopulse nimh batteries have been giving low run times. There was no report of a pt injury.